Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The date of pump implant was (B)(6) 2024. Regarding troubleshooting performed, it was indicated that the patient was called to check if there are external components such as devices with a magnetic field that are causing the rotor stalls. Also, the pump was interrogated to check if problem would be solved. The cause of the intermittent motor stalls was not determined. The issue had not been resolved. It was further indicated that if the problem is not determined, the pump would be replaced. Currently the pump remains still in use.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving sufentanil (50 mcg/ml at 19,984 mcg/day) via an implantable pump. It was reported that the first motor stall occurred on (B)(6) 2025 followed by several motor stalls occurred since (B)(6) 2025. The stalls were noted due to the sound of the critical al arm. The pump was interrogated with a clinician programmer and the logs also confirmed the motor stall. Each of the motor stalls occurred around the early morning (e.g. 5am), and each lasted approximately 5 to 10 minutes. The patient was not aware of any strong source of magnets such as magnetic resonance imaging (MRI) scan having been performed, or other electromagnetic interference (emi) sources, and everything was the same based on the patient's experience. The patient did not use a tablet/cell phone often and doesn¿t take it too bed. They did not have an e-reader. The patient had mentioned that nothing has changed compared to before. The last pump alarm happened when he was sitting on a chair and reading a normal/paper book. Monitoring the patient/pump and checking if the pump continues stalling and verifying if there are any external factors, potential emi, or magnetic sources in near proximity were being considered. As per the logs provided the following occurred: (B)(6) 2025 ,23:34 - critical alarm regarding pump motor stall, (B)(6) 2025 00:15 - motor stall recovery, (B)(6) 2025 ,18 04:47 - critical alarm regarding pump motor stall, (B)(6) 2025, 04:52 - motor stall recovery, (B)(6) 2025 ,02:30 - critical alarm regarding pump motor stall, (B)(6) 2025-02:35 - motor stall recovery, (B)(6) 2025 ,06:11 - critical alarm regarding pump motor stall, (B)(6) 2025, 06:16 - motor stall recovery, (B)(6) 2025, 22:36 - critical alarm regarding pump motor stall, (B)(6) 2025, 22:41 - motor stall recovery, (B)(6) 2025 ,18:00 - critical alarm regarding pump motor stall (B)(6) 2025 18:11 - motor stall recovery, the issue was not resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. No surgical intervention occurred, and no surgical intervention was planned. The patient's medical history and age would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the pump was replaced on (B)(6) 2025. The cause of the intermittent motor stalls had not been determined. When asked if the replacement pump resolved the intermittent stalls, it was stated that the rep had not received any new complaints.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that they had just been updated that the device was replaced. However, as the rep was not informed for this surgery, the device was not put aside and was thrown away, therefore, they could not return the old pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.